Event description:
During a thyroidectomy procedure, when the device was used for about 5 minutes, the generator alarmed and error code is 5. Another device was tried and the same thing happened. Tested with the test tip and the handpiece was okay. At last, changed the third one to finish the case with no patient consequence.